Manufacturer narrative:
One cadd-solis vip pump was returned for analysis in good condition. The event history log was reviewed and revealed that the downstream occlusion alarm was noted. A cassette was attached to the pump and device alarmed cassette not attached properly. Based on the evidence, the complaint was confirmed. The root cause was found to be user interface as there was corrosion of the downstream occlusion sensor.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a cassette not attached alarm. There was no patient present during the reported event.